Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that a revision surgery was performed due to an infection. Surgeon found that the poly insert was not locked into cup properly so it was replaced with new one.